Event description:
The following additional information was reported by the customer: it was stated that "no harm was reported to the operator and the patient", and that "the device was sent for control due to the lack of insulative capacity of the scope". This was reported to have been noticed during the endoscopic examination." It was further stated that the device was inspected before the procedure and was found to be fully functional and showed no problem.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, but the foreign material could not be identified, and a cause could not be further presumed. It was concluded that the user facility did not deviate from the instructions for use pertaining to the reprocessing of the device. The following information was obtained: confirmed that air/water feeding function was inspected before procedure. No abnormality was confirmed. Reprocessing was conducted in accordance with the instructions for use (IFU). A/w (air/water) channel cleaning adapter (mh-948) was used at air/water feeding. Precleaning was performed on the device immediately after using for procedure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Initial leakage and electrical safety tests were performed. Device evaluation and inspection, service repair noted the following findings: during incoming inspection a leak was found in the biopsy channel. Nozzle was found clogged with foreign material. Furthermore, the following findings during inspection were noted on the device: plug unit damaged, switch box has a dent, aw and suction cylinder discolored, connecting tube has a cut and a wrinkle, c-cover scratched and chipped, biopsy channel damaged. Device evaluation findings service repair noted the reported fault is likely a result of mishandling the device. Major repair is required to return the device to original equipment manufacturer (OEM) standards. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of insufflation problems. . According to the reporter, no harm was reported to the operator and the patient. The device was sent for control due to the lack of insuflative capacity of the scope, noticed during the endoscopic examination. The device was inspected before procedure and was found to be fully functional and no problem. There is no patient harm , no user injury reported due to the event. Device evaluation found the device nozzle clogged with foreign material. This report is being submitted for clogged nozzle with foreign material found on device evaluation. There is no patient infection associated on this reported event.